Event description:
It was reported to boston scientific corporation that a zero tip basket was used during a procedure performed on (B)(6) 2022. During the procedure, they used a zero tip basket to retrieve a stone; however, a piece of wire from the device got detached inside the patient. It was reported that they use another basket to retrieve the detached piece and the procedure was completed with another zero tip basket device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of additional device required.